Event description:
Pt had a right hemicolectomy on 9/21/96. On 9/26/96, the pt was readmitted. The surgeon explored the abdomen and observed a perforation in the anastomosis. In an attempt to repair the site, the device did not fire properly. The surgeon manually sutured to correct the condition.

Manufacturer narrative:
The product was not returned to the MFR for evaluation.